Event description:
Surgery visceral - "trocart got broken during introduction of a grasper 5mm gimmi. A small piece of the trocar fell inside the pt. Hospital confirmed the small piece has not been removed form the pt." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.